Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic for a normal follow-up. Oversensing on the atrial channel resulting in inappropriate ams episodes were noted. Screenshots of the episodes were submitted. Evaluating for emi was discussed. Programming changes were not made. The patient will continue to be monitored. Merlin.net compatible session records will be obtained for further analysis.